Event description:
During a laparoscopic procedure, the jaw from a flexible grasper broke. The surgeon was able to retrieve the broken jaw from the abdominal space. No injury or impact to the patient was reported.

Manufacturer narrative:
Note: this event occurred outside the u.s. In (B)(4) it was not clear as to whether this event required reporting as it is an exported product that is also sold in the u.s. Legal counsel was consulted and it was determined on (B)(4) 2012 that the event was reportable to FDA. This event is similar to other events previously reported by transenterix and the investigation into the root cause of the event is based on the investigation of those prior events.